Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the clinic within the night for a controller alarm. Controller exchange performed via ambulance. During the log file download, another alarm occurred and staff was not able to mute the alarm. Controller was replaced and no consequences to the patient. No additional information provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The alarm reported was not confirmed or duplicated at the bench level. Log file analysis revealed a low flow alarm which was most likely due to the physiological condition of the patient heart and two vad stopped alarm. The first vad stopped alarm occurred at 23:18:06; upon analyzing the controller alarm files, it was observed that the vap stopped alarm recorded a critical phase open. The critical phase open was likely the result of an marginal driveline connection which resulted in an open phase on both stators that caused the pump to stop. Three controller power up events occurred at 23:18:51, 23:19:30, 23:19:55 and 23:20:56 without a motor start event. A second vad disconnect alarm occurred at 23:21:04, which indicates that the driveline was still not connected. Multiple controller power up events were recorded on 03/09/2016 and was likely when the site attempted to download the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There was no evidence of an alarm that was unable to mute when downloading the controller log files. The reported event could not be confirmed during testing; the unit performed as intended. Log file analysis revealed that the patient experienced a vad stopped alarm that was most likely due to a marginal driveline connection. The alarm that occurred during the attempt to download the controller log files could not be confirmed during testing; no alarms were logged during the controller power up and motor start events. Additionally, the controller was able to successfully transfer the controller log files to a test monitor during bench testing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.